Manufacturer narrative:
Name: tandem country: united states of america street: (B)(6) street 2:(B)(6) city: (B)(6) state: (B)(6) zip code: (B)(6) based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(6) manufacturing site: (B)(6).

Event description:
It was reported that the patient experienced elevated blood glucose up to 9.4 mmol/l and was managed with a correction injection via multiple daily injections and a correction bolus via pump with findings suggestive of infusion set cannula air bubble gaps on (B)(6) 2026.